Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6), 2025, the patient was diagnosed with stage 5 chronic kidney disease and underwent right internal jugular chronic catheter placement under local anesthesia. The catheter has been in use since then. On the day of the event, during the removal and sealing of the catheter post-dialysis, the venous end of the catheter exhibited a spiral rupture (cracked) and was detached. However, this did not result in bleeding or air embolism. Nothing unusual was observed on the device prior to use. There were no other products being utilized with the device. There was no excessive force use on the device. The catheter was not repaired. There was no leak. Tego was not utilized. The insertion site was not treated prior to product placement. The cleaning agent allowed to dry thoroughly prior to applying ointment to the area. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. As a remedial action, and intervention, the venous end luer adapter was replaced. There was no concomitant medication/device. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.